Event description:
The catheter was disconnected and found to be nonfunctioning. The incision in the back was then opened and subcutaneous tissues were sharply dissected. The catheter was completely removed, taking care to make sure the baclofen did not flow into the thecal space. A new catheter was placed in the thecal space and placed into the low thoracic spine. The catheter then was tunneled to the abdomen using a shunt passer and connected to the existing shunt, which was repositioned in the abdomen, with revision of the pocket. Spontaneous flow was confirmed prior to reconnection of the catheter.